Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on october 12, 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on december 26, 2023.

Manufacturer narrative:
This report is submitted on april 28, 2023

Event description:
Per the clinic, the patient experienced poor performance with the device. Re-programming attempts were made; however, the issue could not be resolved. From the CT images, it appears that the electrodes are hitting the ear canal skin. There are plans to explant/re-implant the patient.